Manufacturer narrative:
(B)(4). Date of event was changed from (B)(6) 2018 to (B)(6) 2018.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices via a 6f sheath after a neuroradiological interventional procedure. Reportedly, a cuff miss occurred with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.